Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 9.0-9.6cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that the ra and rv leads were explanted and replaced due to inadequate sensing. No further information is available at this time.